Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement an abscess was found around the device. The surgeon suspected the abscess to be a possible infection. Additionally, during the battery replacement, high impedance was observed. The surgeon attempted to troubleshoot by re-inserting the pin. Upon inspection, the surgeon identified a small hole in the lead and suspected the hole to be the cause of the high impedance. After discussion, the surgeon decided to abort the replacement surgery, remove the newly placed generator, and explant the lead. (It was noted that only a portion of the lead was explanted.) The patient's full revision would be scheduled once test results are received on the observed abscess. The patient had been prescribed medication for the suspected infection. This MFR. Report will capture the reported high impedance. MFR. Report # 1644487-2023-00549 will capture the reported infection. The suspect product has not been received to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Response was received from the physician that they did not believe the high impedance is related to the reported infection. A response from the explant facility also added that the explanted products were not available for return. An implant card was later received that the patient had a new system (lead and generator) implanted. No other relevant information has been received to date.